Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) pressure graph not showing proper on display . There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse checked and found that the augmented peak was not showing on the display when using the trainer and balloon. The fse performed further testing and replaced the suspected front end board (0670-00-1164). The fse performed all functional and safety checks. The iabp was handed over to the customer in good, working condition.

Event description:
N/a.